Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, the customer relieved the scrub technician for their afternoon break during closing of the subcutaneous and skin. The final counts and radiofrequency were done along with the placement of the dressings, bed transfer, and extubating. The scrub technician came back from their break while the customer was cleaning the instruments of bioburden and blood, when they noticed a chipped part on the metal tip of the robotic maryland bipolar forceps instrument. The customer informed the scrub technician and the circulator nurse. The front desk charge nurse was also informed. The procedure was completed with no reported injury. On 01/25/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: relieved scrub for afternoon break during closing on the subcutaneous and skin part. Final counts and rf done, placement of dressings done, bed transfer and extubation done. Scrub came back from break, I was cleaning the instruments of bioburden and blood, noticed a chipped part on the metal tip of the robotic maryland hand instrument. Informed the scrub and the circulator. Front desk charge informed. Details impression: multiple brachy seeds noted overlying the pubic symphysis. Partially visualized right lower quadrant surgical drain terminates overlying the iliac wing. No evidence of acute fracture or dislocation. Mild degenerative changes of bilateral hips. Degenerative changes of the lower lumbar spine, sacroiliac joints and pubic symphysis. Original intended procedure: robotic assisted laparoscopic prostatectomy isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the maryland bipolar forceps instrument with an alleged issue to perform failure analysis. The reporter indicated the instrument was not available for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.